Event description:
It was reported a lead alert occurred for high atrial lead impedance. The patient was seen in the clinic and an alert occurred later, the same day. No new impedance issues since the date of the initial alert and the impedance remained high. It was further reported the ventricular lead had high thresholds and t-wave oversensing (twos). The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).